Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of ¿observed that there was a green foreign body on the suture sleeve within the packaging¿ was confirmed. The lead was returned in its original packaging box. Visual inspection found a green foreign material inside the tray sterile packaging close to the suture sleeve.

Event description:
It was reported during the procedure that the foreign material was noted inside the right ventricular (rv) lead packaging. The right ventricular lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout the procedure.